Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.

Event description:
It was reported that the battery compartment of the insulin pump was damaged. The customer¿s blood glucose level was unknown. No further details were provided. The device was returned for analysis.